Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material that remained in the air/water cylinder and channel was not confirmed. There was no damage to the area where the foreign material was detected. However, olympus could not identify a definitive root cause of the event. Three attempts were performed to obtain additional information, but no response was received from the customer. The subject event can be detected and prevented by implementation in accordance with the below instruction for use (IFU). Detection method is described in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Preventive measures are described in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the colonovideoscope exhibited foreign objects in both the air/water cylinder and the air/water tube. There were no reports of patient involvement.